Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was upgraded to version 30 and all relevant cct pcbs were replaced. The system was recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the software on the system was corrupted. This may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.